Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade IV and suspected "rupture."

Event description:
Physician reported left side capsular contracture baker grade IV and "suspicious of rupture." That was confirmed to be intact upon explanation. Device has been explanted.